Event description:
It was reported that during a routine device interrogation, a "malfunction of the right ventricular (rv) lead was discovered" and it was noted the "malfunction was "related to both the rv lead and the implantable cardioverter defibrillator (ICD)." The rv lead and ICD were explanted and the patient utilized a lifevest until the ICD was replaced. The patient is a participant in the panorama ii clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6).

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the r-wave amplitude measured low, 0.625-2.75mv, from (B)(6) 2015 through (B)(6) 2015. (B)(4).

Event description:
Further information was obtained,which indicated the right ventricular (rv) lead exhibited a "raised threshold" and poor sensing. It was noted replacement of the ICD and rv lead are planned but not scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.